Event description:
Reporter stated that customer received the following results on two different meters within 5 minutes: 21.3 mmol/l (mobile system) and 10.3 mmol/l (aviva system). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation. The customer has discard the test cassette.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. (B)(4). Customer discarded the product.